Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the airway mobilescope exhibited the insertion site of the flexible tube coating was peeled off. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record confirmed the device was manufactured and shipped in accordance with the manufacturing specifications. Based on the investigation results, a definitive root cause could not be determined. However, it is likely that the defect was caused by stress of repeated use, eternal factors or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to h6 of the first supplemental report. The "investigation conclusions" code is being corrected from "44 - cause linked to device but unable to trace more specifically." To "4307 - cause traced to component failure". Olympus will continue to monitor field performance for this device.